Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -9.5/1.0/084 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Within the same surgery, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. Cause is reported as unknown.

Manufacturer narrative:
Weight-race: unk. Claim# : (B)(4).

Manufacturer narrative:
Claim# (B)(4).